Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and control panel boards were replaced. Also, the software was reloaded and the nodes deleted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display images. No report of pt injury.